Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was unknown at the time of incident. Customer is inserting the sensor correctly and the site and set have been changed. Customer has been working with their diabetes educator and is currently on a back up plan. Customer declined further troubleshooting and will call back if any questions.